Event description:
Implant failed due to an osseointegration problem.

Event description:
Implant failed due to an osseointegration problem. The present submission/submissions is/are corrective submission/submissions for the incorrect mfg. Submission/submissions related to (B)(4). The corrective action has been taken under FDA cdrh emdr emdr@FDA.hhs.gov guidance. Death was selected in error.